Event description:
The event is reported as: the customer claims that it was difficult to intubate accurately because of the location of the black ring on the endotracheal (et) tube. The endotracheal tube was being trialed with the facility. Customer states that the black ring is located in a different place on the endotracheal tube compared to the tubes that they standardly use. The customer indicates that the tube slipped out and the pt self extubated. The pt was re-intubated without incident. No report of pt injury.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. The complaint cannot be confirmed since the sample was not available.